Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since implant the patient has had back problems and wanted to know if they could get an MRI where their implant is. Patient said their back pain could possibly be due to the ins but that is why they're getting the MRI. Patient said in (B)(6) or (B)(6) 2021, they noticed their ins moved inside of them and it was kind of turned sideways. Because of this, they've always had trouble charging their ins and they hate charging because it took 1.5 hours and they had to be in an uncomfortable position to charge. Patient said they notified a manufacturer representative (rep) of this issue. Patient also mentioned since implant they've had issues with their bowel. The patient said their doctor chalked it up to the fact that the patient had an episiotomy. Patient's bowel symptoms had gotten worse over time. Patient wanted to know what the difference is between the device for their bladder and bowel. Patient services specialist reviewed information with the patient and reviewed MRI guidelines and MRI mode. Patient said they need to charge their ins and then they will try and access MRI mode on their own to view eligibility. Patient also mentioned they wanted to look into other healthcare providers (hcp) who have implanted more ins's. Patient services sent physician listings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back for help with MRI mode. Patient services reviewed eligibility. Caller mentioned again that the hip pain was right where the ins was and they wonder if it was pressing on a nerve. The caller added that the manufacturer representative (rep) told them about a year ago that they think the ins turned inside the body shortly after implant and the rep showed them how to hold to recharger at an angle to get a connection. Patient services reviewed recharging expectations in general. The caller reported it took about 1.5 hours to go from 10% to full and dreads recharging due to positioning difficulties. On (B)(6) 2023 caller called back and reported that the mricenter was needing authorization to perform the scan. The caller wanted to know who can give that. Patient services reviewed that we can send them the MRI guidelines so they know that the requirements are and sent fax. On (B)(6) 2023, patient called back and mentioned the issue about the stimulator moving a month after being installed and cause difficulty recharging. They said, they met with the rep and the supervisor last fall. The caller also mentioned the therapy wasn't working all that great. Patient was currently on program 5 and couldn't go higher on the amplitude or it wouldn't be comfortable. Patient never tried a different program and wanted to know what program to go to. Patient services explained it was trial and error and they just needed to try a program. Patient said, they were switching to program 7. Patient services asked the date of when patient was having issues with their symptoms. They did not give a date. They said they had gone tons of times without the stimulator because of the difficulty charging. They had the stimulator charged for the last month and they had only got marginal relief of symptoms.